Event description:
It was reported that insulin pump alarmed and insulin squirted out more than normal. Troubleshooting was performed. Assisted the caller to clear the alarm and to rewind the device, but the issue continued. The caller stated that the battery was removed and a new battery was installed with no results. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the basic occlusion test as a result of a loose drive support disk. Unable to confirm the alarms.